Manufacturer narrative:
H.6. Investigation summary: material #: 367283. Lot/batch #: n/a. Bd reviewed the gudid database for material number 367283 and determined that changes were necessary for the primary and packaging UDI numbers. Updates were submitted to correct the product information. This complaint has been confirmed for the indicated failure mode incorrect product information.

Event description:
It was reported that prior to use of bd vacutainer® safety-lok¿ blood collection set, there was incorrect label information in gudid. No patient impact reported. The following information was provided by the initial reporter: "customer reports 2 products in gudid with the same packaging di number and incorrect unit of use di in gudid."

Manufacturer narrative:
Site legal name (FDA): site legal name is unknown, franklin lakes has been used in its place.

Event description:
It was reported that prior to use of bd vacutainer® safety-lok¿ blood collection set, there was incorrect label information in gudid. No patient impact reported. The following information was provided by the initial reporter: "customer reports 2 products in gudid with the same packaging di number and incorrect unit of use di in gudid."